Manufacturer narrative:
The insulin pump was received with no button error alarm. However, the pump had intermittent button response due to moisture damage keypad traces. No moisture damage on electronics was noted. The pump had minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer will return the broken pump for analysis.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.